Manufacturer narrative:
This device used for treatment and not diagnosis. Manufacturing dates: 4/7/2005 and 4/4/2005: additional information. (B)(4) manufactured the crs fast set putty 15cc - sterile, part 613.15.01s, and lot number n642300. The lot conformed to norian work order 6423 wn, closed march 23, 2005, and synthes purchase orders 536348 and 545038, released april 4, 2005 and april 7, 2005 respectively. There were no non conformities or complaint related issues with this complaint.

Event description:
Surgeon reported to product development that he is noticing various issues with patients implanted with norian putty. In some cases, the putty has crumbled toward the center. In other cases the putty appeared to bubble up and become rough. Surgeon also reported some patients developed an infection. In all cases, surgeon reports he removed the product from the patient. It is not known how many cases of each issue or when these issues occurred. No further information is available at this time.

Event description:
(B)(6) patient with multiple skull lesions implanted with norian on (B)(6) 2005 and device was removed on (B)(6) 2010. Post-operative immobility/restrictions prescribed were: no bending, twisting and lifting over 20 pounds. This is 1 of 2 reports for complaint (B)(4).

Manufacturer narrative:
Device used for treatment and not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device used for treatment and not diagnosis.